Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the clips had closed distally but not proximally. They were malformed in a teardrop shape. Applied additional clips and crossed over those clips in order to clamp those clips in place. Checked the stability of the staple line visually and completed the case. Patient consequence has not been reported.